Manufacturer narrative:
Subject device is not available.

Event description:
It was reported in a literature article that the aneursym was perforated when the microcatheter and coil (subject device) were repositioned and extravasation occurred. The coil was placed outside and inside the perforated aneursym wall and the bleeding was stopped. The procedure was completed and no neurologic deficit was noted to the patient after the procedure.

Manufacturer narrative:
A device history review could not be performed as the lot number was unknown. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm perforation and rupture and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in a literature article that the aneurysm was perforated when the microcatheter and coil (subject device) were repositioned and extravasation occurred. The coil was placed outside and inside the perforated aneurysm wall and the bleeding was stopped. The procedure was completed and no neurologic deficit was noted to the patient after the procedure.